Event description:
The user facility reported that approx one and a half hours into bypass, blood was noted to be leaking from the centrifugal pump head. The physician decided not to stop the procedure to change out the unit. Therefore, the perfusionist adjusted the flow and slowed the leak to a drip. The user facility reported that there were no patient complications noted. At a later time, the patient was transfused although the perfusionist thought it was unrelated to the event. The reported blood loss is estimated to have been 300-cc.